Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that sixteen days following the implant of this transcatheter bioprosthetic valve, abdominal pain developed. A computerized tomography (CT) scan revealed an aortic dissection. Per the physician, the cause of the dissection was not known. Eighteen days post valve implant, surgical intervention repaired the aortic root, the transcatheter bioprosthetic valve was explanted, and a 21mm non-medtronic surgical valve was implanted. It was reported that the patient anatomy had annular calcium extending into the left ventricular outflow tract (lvot). No additional adverse patient effects were reported.